Event description:
It was reported by customer "patient's PICC line was being assessed prior to initiation of antibiotic infusion - found statlok was in two pieces and PICC line tubing was hanging from patient's arm approximately 7cm removed. Tegaderm and statlok (plastic piece anchored to tubing) were hanging while the actual adhesive piece of the statlok dressing remained attached to the patient's arm. The last time it was assessed was a couple hours prior to the next assessment - no concerns were noticed at that time. Patient is a heavy 2 person pivot that requires the transfer belt attached to patient - unsure exactly what happened if PICC got hooked on to the transfer belt but the statlok broke in two. Writer is very careful with mobilizing and ensuring proper placement of belt to ensure PICC isn't damaged."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jugn1793 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by customer "patient's PICC line was being assessed prior to initiation of antibiotic infusion - found statlok was in two pieces and PICC line tubing was hanging from patient's arm approximately 7cm removed. Tegaderm and statlok (plastic piece anchored to tubing) were hanging while the actual adhesive piece of the statlok dressing remained attached to the patient's arm. The last time it was assessed was a couple hours prior to the next assessment - no concerns were noticed at that time. Patient is a heavy 2 person pivot that requires the transfer belt attached to patient - unsure exactly what happened if PICC got hooked on to the transfer belt but the statlok broke in two. Writer is very careful with mobilizing and ensuring proper placement of belt to ensure PICC isn't damaged."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached statlock retainer is confirmed but the exact cause remains unknown. Three photo samples of a statlock securement device were provided for evaluation. The first image showed the statlock PICC plus packaging which indicated lot: jugn1793. The second and third photos showed the statlock device. The retainer is detached from the adhesive pad. Dark residue and evidence of use was noted on the adhesive pad pad. Based on the photos provided, possible contributing factors include exposure to tensile forces, inadequate adhesive, and exposure to incompatible cleaning solvents. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. Since the retainer was observed to detached, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.